Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: since no samples displaying the reported condition were received a potential root cause could not be defined. Since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that the bd integra¿ syringe with detachable needle experienced a needle that broke. The needle broke off within the patient after device use. The patient received an x-ray, but it has not been specified whether additional medical intervention was administered. The following information was provided by the initial reporter: a nurse called stating that the item 305270 broke off in the patients butt after taking a testosterone shot. They are going to take an x-ray right now and would like someone to call them back to find out if the needle did indeed break off.